Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the anterior cervical fusion (acf) system is a set of instruments and spacer implants used for anterior fusion of the cervical spine. The applicable technique guide was reviewed. The adjustable distractor permits intervertebral distraction for access to the cervical spine and the articulated arms keep mechanism away from working area. The instrument set includes two adjustable distractors, left 396.395 and right 396.396 for either side approach chosen. In conjunction with distractor pins, the surgeon distracts the cervical spine prior to the discectomy and endplate preparation. Upon examination of received adjustable cervical distractor, left the reported condition that ¿the adjustable cervical distractor-left on one of the swivels at the bottom snapped¿ was confirmed. The adjustable distractor device was received with the joint of the translatory strut fractured about the pin connection, across the diameter of the pin. There can be rust seen on the pin surface beneath where the joint fractured. The applicable drawings were reviewed and the design was found to be acceptable for the application of this device. The material was reviewed and found adequate for the device's intended use. This instrument was released from the warehouse aug2010, and was made to 396_395 rev f and 396_395_7 rev d. In the time since this lot was manufactured, dco (B)(4) changed the primary material from (B)(4) and the alternate material from(B)(4). (B)(4) stainless steel has inferior corrosion resistance when compared to (B)(4). The joint however was made on this part from (B)(4). This complaint condition likely was caused by regular use/repetitive forces over time, and the fracture location occurred at the point of least material (weakest point of the joint). In conclusion, it is likely that this part failure was caused by stresses on the instrument overtime. While the device could have been subject to excessive force, the age of the instrument as well as the loading cycles the device has experienced resulted in this failure. This complaint is confirmed, and the complaint condition is adequately covered by the risk assessment. The design of this device did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that the adjustable cervical distractor-left on one of the swivels at the bottom snapped. Reportedly, the incident more than likely occurred in a surgery. No further information provided. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. The reported instance was not an anticipated service or warranty replacement issue. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A service history review was conducted. The report indicates that no review can be performed as this is a lot controlled item. The manufacture date of this item is 3-aug-2010. The source of the manufacture date is the release to warehouse date. The service history. Additional evaluation was conducted. The report indicates that it was reported the swivel at the bottom snapped. The item is not repairable. The cause of the issue is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.